Event description:
This pt expired on (B)(6) 2010. The pt was last seen by the following physician on (B)(6) 2010 and was last seen in the hospital in (B)(6) 2010. It appears that the pt experienced a vf storm on (B)(6) 2010. The following physician's office has no complaints associated with this device.